Event description:
Physician reported via regulatory agency: "patient presented with discomfort and capsular contracture, baker grade unknown," "one year after, adenopathies are detected by radiologic test, biopsy is done and alcl is diagnosed. Additionally, the sample of initial left capsule (explanted 1 year before) is retested and results are compatible with alcl. Pathological markers have not been provided. Device was explanted. Left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7, d1, d2, d4, g4, h6.

Manufacturer narrative:
The events of capsular contracture, lymphadenopathy, and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: discomfort and capsular contracture.

Event description:
Physician reported via regulatory agency: "patient presented with discomfort and capsular contracture, baker grade unknown," "one year after, adenopathies are detected by radiologic test, biopsy is done and alcl is diagnosed. Additionally, the sample of initial left capsule (explanted 1 year before) is retested and results are compatible with alcl. Pathological markers have not been provided. Device was explanted. Left side.